Event description:
Patient was dispensed a non prescribed, not approved contact lens by hubble contact lenses. The lens was not appropriate to the patient. The patient developed bilateral eye inflammation after just 1 week of wear. She also developed an infection. This was treated with antibiotics and steroids. Without interventions she could have developed corneal scarring and vision loss. Patient has been a long time successful contact lenses wearer and was caring for lenses properly.